Event description:
The graspers were shredding the bowel additional information received from sales rep on (B)(6) 2012: the sales rep has done additional training with the customer. After speaking with the facility she was informed that only this surgeon was having this problem with the instruments.  Several other surgeons at the same facility use this instrument without incident. It is suspected that this particular surgeon was clamping down to hard causing the bowel to tear. On (B)(6) 2012: spoke with (B)(4), she stated that these 3 instruments were being used on one patient during the procedure.  The patient is fine with no long term effects.  The sales rep has done training with the physician and her assist. Additional information (B)(6) 2012: the customer had requested all the instruments be returned to the facility as they were running low and needed to put them back in stock. Instruments were overnighted back to the customer.

Manufacturer narrative:
This is 2x3 MDR's being submitted for one incident with multiple devices involved. One each of device sp90-6336 was received ((B)(4)) for evaluation for torn bowel. Evaluation of the devices received did not confirm the reported issue. The devices were examined by the sr. Ra/qa quality engineer (complaint coordinator), mfg engineer, and final quality release coordinator. Each finished device was visually examined for rough/sharpness of the jaw pattern area and functionally tested. All testing and examinations passed all acceptance criteria. The devices displayed no sharp edges or abnormalities and functioned as intended. A review of the device history record(s) did not indicate any issues that would have contributed to the reported failure. The devices were manufactured according to specifications and all components passed all acceptance criteria for release. There is a good possibility that the user was clamping down too hard causing the bowel to tear. Additional information received from sales rep on (B)(4) 2012 indicated that after speaking with the facility she was informed that only this surgeon was having this problem with the instruments. Several other surgeons at the same facility use this instrument without incident. It is suspected that this particular surgeon was clamping down too hard causing the bowel to tear. On (B)(4) 2012 additional clarification of the returned devices was requested from the facility who stated that these three (3) instruments were being used on one patient during a single procedure. Since then the sales rep has done additional training with the physician and her assist. The customer has requested the instruments be returned back to put back in rotation as they are running low and need them for procedures. The instruments will be overnighted to the customer